Event description:
It was reported that the customer received an unexpected restart alarm. It was also reported that the customer received a motor error alarm, and the display is blank. Customer's blood glucose levels at the time 250mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was programmed and monitored for 1 day with no blank display noted. No blank display noted during bolus delivery. The insulin pump passed displacement test, rewind, basic occlusion test, unexpected restart error test and self-test. No motor error alarm, rewind anomaly, unexpected restarts error alarm or alarm after battery change noted. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the insulin pump and passed. The insulin pump had minor scratches on display window, cracked display window, cracked case at display window corner and cracked reservoir tube lip. No damage noted on connector isolation tape on lcd board.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.